Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The coupler was separated. It was also noted that the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
It was reported to olympus, that the head on the hd camera head was separated from the body. Which had been observed during reprocessing. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the separation of the adapter head from the body could not be determined. Olympus will continue to monitor field performance for this device.